Event description:
The pt experienced a problem with recharging. The ins was over-discharged. The MFR rep met with the pt for two hours the previous day and was able to clear the over-discharge and power-on-reset. The pt was instructed to go home and charge his ins. It was further reported that the pt fell around this time in his garage due to unsteady balance and that he had a few other bad falls. Subsequently, it was not possible to achieve stimulation in the desired areas. X-ray to determine the location of the leads was pending. Further info is being requested at this time.

Manufacturer narrative:
(B) (4)